Manufacturer narrative:
Event site state and postal code (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and after troubleshooting the unit, as well as general tuning, the issue was resolved. The fse performed functional and safety checks to meet factory specifications.

Manufacturer narrative:
Testing of actual/suspected device : a supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the system 98xt intra-aortic balloon pump (iabp) had a consistent gas leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.